Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation at the left atrium a "excessive temperature" error was observed on the maestro. Physician noted that the intellanav mifi open-irrigated catheter was leaking from the tubing on the catheter handle. The issue was solved by exchanging the device and the procedure was successfully completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the irrigation tubing was found partially detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation at the left atrium a "excessive temperature" error was observed on the maestro. Physician noted that the intellanav mifi open-irrigated catheter was leaking from the tubing on the catheter handle. The issue was solved by exchanging the device and the procedure was successfully completed with no patient complications. The device has been returned for analysis.